Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection resolved. This is the final report.

Event description:
The recipient reportedly experienced an infection following initial implant surgery. The recipient presented with pain. The recipient was hospitalized on (B)(6) 2021. The recipient was prescribed antibiotics. The recipient was discharged from the hospital on (B)(6) 2021.